Manufacturer narrative:
D.6a: implant date is year valid only. G2: the country of the event is (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the antenna could not connect to the ins; frayed wire. The patient thinks it's the antenna. A replacement recharger was sent to the patient to address the issue. The patient called again and reported that the issue was not resolved with the new recharging system. There was a reported issue with the female connector as well. A replacement controller was sent to the patient. As of september 3rd, 2025, the ins was still not found. The patient was referred back to her healthcare provider (hcp), to get the system checked. No symptoms were reported.